Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead revealed high pacing impedance greater than 2,500 ohms, noise, and a loss of capture (loc). An rv lead fracture was suspected and a revision procedure maybe performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. A final report will be sent after information is received of the revision procedure. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Manufacturer narrative:
The location of the rv lead is unknown at this time and was not returned to boston scientific. Therefore; the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Approximately six days later, a revision procedure was performed due to a suspected lead fracture and high pacing impedances on the right ventricular (rv) lead. The decision was made to implant a new device and lead. At this time the location of the old rv lead is unknown. No adverse patient effects were reported.